Manufacturer narrative:
According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.

Event description:
Note: this MFR report pertains to one of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2013-02625 for a description of the other device. It was reported to boston scientific corporation that a speedband superview super 7 device was used during a hemorrhoid banding procedure in the rectum. According to the complainant, during set up of the device, the wire wrapped into a gap in the handle; he bands failed to deploy. The problem occurred outside the patient. Another speedband device was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.